Event description:
On (B)(6), 2006, this patient emergently presented with a ruptured aneurysm was treated with gore tag thoracic endoprostheses. The patient expired on the same day. No patient cause of death was found.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted.